Manufacturer narrative:
The autoclavable handle assembly with switch was returned to zoll medical corporation, the customer's report was duplicated and attributed to a faulty shock button on the internal handles. The internal handles were scrapped and a replacement sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed to discharge using these attached internal handles. Complainant did not indicate that there was any patient involvement in the reported malfunction.